Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b3, date of event, of the initial medwatch report stated: 1/13/2025. Section b3, date of event, of the initial medwatch report should have stated: 1/9/2025. New information for supplemental medwatch report 001: h6: ventec has received the device and will perform an evaluation. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the authorized third party service provider (asp) has elected to return the device to ventec for evaluation. Ventec will perform evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.